Manufacturer narrative:
Evaluation summary: from the information obtained, the reason why it was not possible to pass through the inlet seal is unknown. Correction information: g6: follow up #1 h2: type of follow up h3: device evaluated h6: coding changed based on the investigation result. D4: UDI.

Event description:
A customer requested a RMA for resistance primary biopsy channel on a eg-1690k-a video upper g.I. Scope. The customer stated the user is unable to pass biopsy tool through the rubber inlet seal. The customer also stated blurred image, unable to move tip up/down, left/right. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay, or medical intervention reported.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.